Event description:
It was reported that an oily substance was found within the insertion kit of the intra-aortic balloon (iab). The customer stated that the iab was not used on the patient and a new one was opened to initiate therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - administrator / supervisor / business manager ¿ surgical services the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender tubing and insertion components were also returned. A kink was found on the catheter tubing approximately 75.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported leak cannot be confirmed by the evaluation. Additionally the evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint(B)(4).